Event description:
It was reported that the customer experienced ongoing issues with unwanted air bubbles in the pump supplies. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced due to the issue and the customer reverted to an alternate method of insulin therapy.